Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset as seen on carelink and the patient heard patient alert tones. The device is still in use. No patient complications have been reported as a result of this event.